Event description:
It was reported that the patient experienced shocking and jolting. An impedance check discovered that contacts #5, #6, #12, #13, #14, and #15 were within normal impedances. All others were out of range. Agreeable stimulation for the lower back and both legs was able to be programmed. The patient was still getting jolting sensations at levels above 6 amps on both programs. The patient had a pre-op evaluation for lead revision scheduled for an unknown date. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).